Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. During the physical device evaluation, an additional adverse event of an occasional blacked-out image due to the failure of the defective circuit board was identified.

Event description:
It was reported, the insufflation unit had a pressure sensor failure. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was not confirmed. However, it was noted that the unit had an intermittently black display due to a faulty printed circuit board. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the user¿s report of the pressure problem was not confirmed, a definitive root cause for that failure could not be identified. However, it is believed that the display issue discovered during the device evaluation was the result of a faulty printed circuit board. Olympus will continue to monitor the field performance of this device.